Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was unknown. The customer states the battery was not previously used. This is the second occurrence of replace battery alert without a low battery warning. Customer states insulin pump had hardware low level failure alert. Customer was unable to clear the alarm. Customer states insulin pump had battery failed alarm. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test and unexpected battery power loss noted. Device hardware low level failures alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. Insulin pump communicated properly with test guardian link transmitter.